Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's ins was replaced on (B)(6) 2018 and the impedances on contact 11 were still out of normal range both pre and post op. The rep reported that all other impedances were normal. The patient reported not feeling discomfort with the stimulation on and requested it to be left on. The rep reported that the root cause of the high impedance remained unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the recent fall and high impedance on electrode 11 was unknown, but that the surgeon would investigate during an exploratory surgery which would be scheduled near the end of march. The hcp reported that the issues have not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the patient was scheduled for surgery on (B)(6)2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Aware date for analysis information was incorrectly reported as 2018-feb-22. Correct aware date was 2019-feb-22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the surgeon replaced the rh lead and the issue resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# j0357358v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient had high impedances on the #11 electrode after a recent fall. The rep reported that the patient was being referred back to the hcp for a possible exploratory surgery, which was not scheduled at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the hcp via the rep. The caller reported a revision for high impedances. During the revision on (B)(6) 2018, the physician determined the lead to be the cause. The plan was originally to replace the extension to resolve the issue. The extension was replaced on the day of the call. The caller reported post op on the tablet there was no current value. Impedances were 6,000 on 9 -10 and 9,000 on 8-10. The patient was being programmed interleaving with those electrodes. The physician was rescheduling the lead placement surgery. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Product ID: neu_burrholering, product type: accessory; product ID: neu_burrholecap, product type: accessory; product ID: 3389-40, lot# j0357358v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Analysis of the lead revealed all conductor broken 3.3 cm from the proximal end. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system, other applicable components are: product ID: 3389-40, lot# j0357358v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) which was confirmed with the healthcare provider (hcp) reported the cause of the lead issue wasn't determined but the impedance issue began subsequent to a fall in (B)(6). The surgeon and neurologist believe there may have been some sort of trauma to the lead from the fall or maybe even other falls. The troubleshooting done to resolve the impedance issue included previously using the clinician programmer to run an impedance check at 3.0 volts. The rep believed the impedance issue didn't resolve at any time. On (B)(6) 2018 the surgeon performed an extension revision to try and resolve the issue and test the lead independently, but all lead impedances were well above the normal range, and overall right side impedance remained elevated after the extension revision and the issue wasn't resolved. As noted, the lead wasn't explanted because the surgeon didn't prep or intended a lead explant surgery, but the right extension was. Due to the issue continuing the physician was going to explant the lead when they revised the lead. It was noted the extension wasn't going to be returned because the rep forgot to ask for it. It was unknown what the patient¿s weight was at the time of the event.